Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a message indicating the device was limited to single zone therapy. It was reported the patient had been undergoing radiation therapy. An invasive procedure was performed and this device was successfully replaced. No adverse patient effects were reported.